Manufacturer narrative:
H.6. Investigation summary: customer returned (2) loose 0.3 ml bd insulin syringes (used). Customer states injected into scar tissue needle broke off. Both returned syringes were examined and were both found to have broken cannulas, thus confirming the alleged failure. A review of the device history record was completed for batch # 8141536 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Potential root cause (broken cannula): the possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure.

Event description:
It was reported that a relion® insulin syringe was injected into scar tissue and the needle broke off. Consumer completed the injection removed the syringe from the site and the needle was gone. No pain or blood reported. Consumer said, "no medical attention will be received."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringe was injected into scar tissue and the needle broke off. Consumer completed the injection removed the syringe from the site and the needle was gone. No pain or blood reported. Consumer said, "no medical attention will be received."